Event description:
It was reported that percutaneous nerve evaluation (pne) leads were implanted on both the left and right sides of the patient in the s3 vertebral region. The patient was ready to begin a stimulation trial, but began complaining of pain before the test stimulator was connected to the patient's leads to begin stimulation on her right side. Her physician removed the temporary lead from her right side where she was feeling strong pain. The patient was taken from the clinic to the hospital. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a gluteal hematoma from the introducer needle with a standard trial lead insertion. The leads were removed and the patient spent two days in the hospital due to pain. It was stated that the patient recovered without sequela, but decided not to proceed with a permanent implant. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp). Hcp was reading a report from the managing hcp dated (B)(6) 2012 about a post 1 month trial placement. The report said the patient developed acute right glutenous hematoma that caused severe pain. They were transferred to a hospital for the pain evaluation and the right basic evaluation removal with commencement of pain. The hcp then said the left lead was not connected to the implantable neurostimulator (ins), secondary to the hospitalization. Report says five days later, the patient had the right lead activation, but it had migrated out. As a result of what was reported, the hcp was to follow up with the managing hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).